Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the full lead was returned and analyzed. The proximal conductor was fractured. The outer tubing overlay had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pacing impedance was noted to be undefined in addition to being high and varying. It was further reported that there were numerous short v-v intervals and the sensing was less than the value at implant. The patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event.